Event description:
It was reported by the customer in (B)(6) that during a knee arthroscopy surgery on an unknown date, it was observed that a small black ¿thing¿ was in the plastic part of the packing of the blade device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received for evaluation. The device is inside in a completely sealed blister, there is a 3mm semi-circle shaped black particle inside the blister, the blister was unsealed to get the black particle and verify the material. The object was sent to the qa analytical laboratory for its chemical identification. Infrared analysis was carried out in accordance with laboratory test method ¿identification of materials by infrared spectroscopy¿ and the use of ft-ir instrument was performed. Ir data revealed that unknown material is composed by polysulfone-base material. Presumably inner/outer assembly components from multiblade device can be pinpointed as the potential source of origin. A manufacturing record evaluation was performed for the finished device m2108003, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection, this complaint can be confirmed. The fibers are generated during the induction welding process of the (black ultem) hubs to the (s.s.) Tubes. The induction welding process generates flash that can become loose from the hub and then turn into the loose black ultem fiber. The supplier should be inspecting and removing the flash / fibers post the welding operation. An nc was opened to track this failure with the supplier ((B)(4)). A deeper investigation will be performed under this action. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.